Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead had high impedances and was unable to enter MRI mode as a result. Surgical intervention was undertaken and the lead was explanted and replaced.